Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report sensor alarms. The customer also reported that she had been hospitalized due to diabetic seizures. She stated that she has been in and out of the hospital due to these issues. The customer was wearing the insulin pump at the time of the hospitalizations. The customer did not have time to provide further information or to troubleshoot. Nothing further was reported.